Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received confirming that defibrillation threshold testing (dft) was successfully performed.

Manufacturer narrative:
A boston scientific technical services consultant discussed further testing and programming options for this patient. The caller was going to discuss the clinical observations with the physician. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.